Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Failure analysis was unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they had a broken lcd screen. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.